Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: us157844, item name: m2a magnum cup, lot #: 511660, item number: 11-173663, item name: m2a femoral head, lot #: 463670. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2016 - 02699 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision procedure approximately six years post-implantation due to allegations of pain, elevated metal ion levels, aseptic lymphocyte dominated vasculitis associated lesion (alval), pseudotumor, metallosis, tissue damage and metal wear. During the revision procedure, corrosion was noted on the taper as well as abundant reactive synovial tissue. No additional information is available at this time.

Event description:
No additional information.

Manufacturer narrative:
- No product was returned; visual and dimensional evaluations could not be performed. - review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event - the complaint was confirmed from review of the medical records/radiographs provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.